Event description:
User of pen was admitted to the hosp in diabetic ketoacidosis (dka). The user spent four days at the hosp because of this condition. A nurse from the education department concluded that the pt had been using the pen incorrectly and was not receiving any insulin from the device.